Manufacturer narrative:
Device available for evaluation? ¿ yes, returned to manufacturer on 3/30/2017. Device returned to manufacturer? ¿ yes. Device evaluation: the product was returned for investigation. The complaint sample consisted of the activated cylinder mounted in the holder with the plunger rod attached at the backside of the blue rubber plunger. Approximately 0.4 ml of remaining expellable solution was in the cylinder. The visual inspection of the complaint sample has confirmed the reported complaint. White material, called ¿veils¿ or ¿wisps¿ were observed just above the surface of the blue rubber plunger. This material is identified as silicone and is from the blue rubber plunger which is coated in silicone allowing the plunger to glide easily in the glass cylinder. This complaint observation is a known failure mode. Retained sample: visual inspection on retained products on lot# ub32716 was performed. Thirty five samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. The cannula was without damage. No visible defects on the product box. The printing on the carton and labels are correct. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this lot number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that there appears to be some white strings of material in the healon during use. Through follow up it was learned that the healon was removed from the patient's eye and new healon was used without any problems. No further information was provided.